Event description:
It was reported that during an ablation procedure, air leaked from the 3 port hemostasis adapter on a fast cath introducer. The fast cath trio introducer was inserted into the pt. The guidewire was removed and a 3 port adapter with side ports was attached to the sheath and the syringe was attached to the side port. As the physician began to aspirate through the side port, an air leak was noted. The introducer was removed from the pt, replaced and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
(B)(4). We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. The device history record was reviewed to ensure that each mfg and inspection operation was followed by verifying the appropriate signature and date, indicating the process was performed in accordance with st jude medical specs.